Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw was discovered to be missing on an instrument in a set which was being unpacked prior to a surgical procedure. No delay in the surgery which was to follow occurred. No patient harm was assessed as there was no direct patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The review of the device history record shows no irregularities; no non-conformance reports were noted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 03.500.016, activation instrument for curvilinear distractor, lot number 5919486). The investigation has shown that indeed the screw is missing that holds the two parts together. The subject device is otherwise in good condition and there are no damages visible. The exact cause which has led to this occurrence cannot be determined based on the reported information. It is likely that the instrument was dismantled for the sterilization process and the screw may have been lost during this task. Further investigation has shown that this instrument was manufactured in october 2012 according to the specification (as previously reported). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. The device history record (DHR) review could not be completed at the original location of request. A new review of the DHR will be requested from the appropriate manufacturing location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.